Manufacturer narrative:
The facility contact called into olympus technical assistance center (tac) personnel. During the call, tac attempted several troubleshooting options. Ultimately, it was determined that the unit¿s connector was faulty and causing the reported failure. It will need to be sent in for repair. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus video system center ¿s display was showing the fields for patient information, but not actually displaying an image. According to the initial reporter, this event did not actually have patient involvement, it was reported by the facility¿s biomedical engineer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty video connector socket. Olympus will continue to monitor field performance for this device.